Event description:
The customer stated that the device is giving ECG lead faults. On (B)(6) 2007, factory service identified the device indicated an ECG comm error code.

Manufacturer narrative:
Result: cause of the failure could not be identified or duplicated once the device was opened. Manufacturer¿s evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service was able to duplicate an ECG comm error code initially but upon opening the device, could no longer duplicate it. The device was subjected to vibration testing to duplicate the failure. The error code could not be induced during/after the device was vibrated. The cause of the error code cannot be determined due to its intermittent nature. A visual inspection of all cable connections did not indicate skewed or improperly seated connections. Two suspect cables were subjected to testing to identify a possible intermitted open connection. The results of testing could not identify any failure of the cables. These cables were replaced as a preventative action. The investigation results are inconclusive as to the cause of the error code. The device passed all release testing.